Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the dreamtome rx sphincterotome was advanced down the endoscope and positioned at the papilla to perform a sphincterotomy. However, the sphincterotome would not bow. The device was removed from the patient. The account reported no visible damage to the sphincterotome. It was unknown if the device was tested prior to inserting it into the endoscope. The dreamtome was used in conjunction with the pre-loaded dreamwire guidewire. The procedure was completed with another dreamtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; the cut wire melted the extrusion at the distal pierce hole.

Manufacturer narrative:
Patient's exact age is not known. However, it was noted to be (B)(6). (B)(4). A visual examination revealed that the exposed cut wire melted/ split the extrusion at the distal pierce hole. The distal pierce hole was elongated to approximately 7 mm (proximally from the distal pierce hole), which does not meet the maximum acceptable pierce hole elongation. The split (elongation of the distal pierce hole dimension) caused the cut wire anchor to slide proximally from the distal pierce hole and altered the exposed cutting wire length to become shorter. A functional evaluation found that the device does not meet the bowing specification due to the melted/ split extrusion (elongated distal pierce hole) and the altered exposed cutting wire length. The exposed cutting wire appeared discolored likely from usage. The condition of the returned unit was consistent with the complaint incident that the dreamtome would not bow properly. During manufacturing, the tome devices are 100% inspected for wire integrity and bowing/ handle functionality so the distal pierce hole was likely elongated due to procedural factors. Therefore, the most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.